Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited elevated threshold with a progressive rise. The rv lead remains in use based on medical judgement. The patient is a participant in the (B)(6). No patient complications have been reported as a result of this event.